Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump and provided detailed instructions to the customer on how to manage the situation, including storing the malfunctioning pump and programming the replacement. The customer utilized manual injections as a backup therapy and planned to return the faulty pump to tandem using the provided shipping materials.